Event description:
It was reported by the customer that a resident fell out of a sara 3000 device and passed away as a result of this. The lift and the sling that were involved were not quarantined by the facility.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on the importer (B)(4). When reviewing similar reportable events, we found some cases with similar fault description (slipping out of the sling or from the footplate resulting in injuries), which were found to mainly related to use error. The trend observed for reportable complaints with this failure mode on sara 3000 is considered to be low and stable. We were not able to found any deficiency with the device. This means that the lifting system was up to specification when the event occurred. The device was being used for patient handling and in that way contributed to the event. From our evaluation it appears a number of use errors appear to have caused the event, the most relevant use error being a failure to evaluate the person to be transferred before use: need for the professional clinical assessment prior to use of sara 3000 lift device is stated in the instruction for use (kkx81010m-en issue 7): 'warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition and suitability must be carried out by a qualified person.' Additionally the need of the use of the sling chest strap is also described to be necessary: e.g. 'To fasten the support strap securely, press the buckles (if available) or velcro (if available) together. The strap should be tight, but comfortable for the resident. Remember to tighten the strap once the resident becomes lifted from the chair.' We have not been able to find any contributing manufacturing anomalies. It was reported by the customer that the patient died because of the fall. However the direct connection between the fall, broken left tibia and death as a result, it not clear. According to the customer statement: 'resident may; have dosed off and c n a was unable to lower lift before resident slipped from sling'. Therefore the root cause of the complaint was found to be a use error as the sites above are showing that if the IFU safety warnings are followed there will be no patient or caregiver risk.